Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient had been experiencing elevated blood glucose (bg) between 250mg/dl and 600mg/dl with unspecified ketones, abdominal pain, extreme drowsiness, blurred vision, extreme thirst, and excess urination associated with a prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, the reporter stated that the basal delivery totals in the total daily dose history did not match the active basal program. No known cause for the variation could be identified during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged basal history discrepancy.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 02/10/2016 with the following findings:a review of the black box showed that the pump was not in use from (B)(6) 2016 00:45 until (B)(6) 2016 10:31. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours on a 2unit per hour basal rate; at the end of testing, the basal history correctly showed 2units per hour and the total daily dose history correctly showed 48units. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery interruptions or errors, alarms, or warnings occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.